Event description:
A discordant, falsely elevated potassium result was obtained on a patient sample. The result was not reported to the physician. A new sample aliquot was run on the same instrument (and confirmed on an alternate dimension instrument) and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was residue in the imt module tubing. The siemens healthcare diagnostics field service engineer dispatched to the account replaced the imt module tubing and performed a conditioning protocol. The instrument is now performing within specifications.no further evaluation of the device is required